Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. On (B)(6) 2022, the cgm value displayed on the pump was 150 mg/dl. The patient checked their bg finger stick and it was 50 mg/dl. The insulin pump did not suspend the insulin or give a hypo alert. The patient felt hypoglycemic (symptoms unspecified). Eventually, the patient lost consciousness and fell from his chair. The fire department was contacted, and upon arrival the bg measurement by firefighters was 50 mg/dl. The firefighters transported the patient to the emergency department (ed). Treatment details were not specified. After he was monitored in the ed from 9:40 pm to 1:00 am, his bg stabilized and he was discharged. ]no data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.